Event description:
(B)(6) - the dealer reported that the isp5000 sleep therapy had a burning smell every time it was being used. There was no fire or smoke noted, just a burning smell. It happened about one hour the unit was being used indoors, with the heated humidifier attached. There was no patient injury reported. However, the patient's husband alleged that he had developed a cough.